Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. Following pre-dilatation of a 2.5mm balloon catheter, a 2.75 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was repositioned twice and on the third attempt to reposition, the stent balloon came back but the stent stayed at the lesion. The stent balloon was attempted to advance back into the stent, however, the stent was deformed. The stent balloon was removed and a 1.0mm non-bsc balloon catheter was used to inflate the stent. Post-dilatation was performed with a 2.75mm nc balloon and the stent came off the balloon exactly in the lesion with no patient complications. The patient was not harmed.